Event description:
An altitude alarm on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the altitude alarm, but after following instructions from technical support, which included cleaning the pump's speaker holes and reconnecting the cartridge, the insulin delivery resumed normally without further issues. Technical support provided additional tips to prevent future altitude alarms, which the customer acknowledged.